Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a history of coronary artery disease and had undergone a previous coronary artery bypass grafting. The pt had known recurrent coronary artery disease and had a reduced ejection fraction of 30-35%. After cardiac evaluation, pt was felt to be a suitable candidate for repair of pt's abdominal aortic aneurysm. Pt had an asymptomatic aneurysm that measured approx 5.5cm in its greatest diameter. It is reported that the pt's aortic neck was narrow and angulated. Pt had two previous abdominal procedures for colon cancer and had a colostomy. The pt had also received radiation treatments and chemotherapy. Pt was felt to have a hostile abdomen with multiple adhesions and therefore it was decided to repair pt's aneurysm using endovascular technique. The physician stated that the pt's anatomy was well suited for endovascular repair. The pt was told that pt was at slightly higher risk than usual due to pt's cardiac history and adhesions from pt's previous operations. The pt opted for endovascular repair. The pt was taken to surgery and both femoral arteries were accessed and the aneurx stent graft was successfully advanced through the right groin sheath into the abdominal aorta. The physician reported that attempts to deploy the device were unsuccessful due to a mechanical defect in the deployment handle. The first stent graft was completely removed and a second device was placed through a sheath which had been advanced into the mid-abdominal aorta; however, deployment of this stent graft did not occur due to a defect in the deployment handle. The physician said that when he attempted deployment, the teeth on the deployment handle would not catch and pull the "o" ring back. A second deployment handle was requested but was not found in the central supply service dept; therefore, the second device was removed from the pt and the proximal portion of the stent graft was successfully unsheathed on the back table. After covering the proximal portion of the stent graft, it was re-advanced into the abdominal aorta. The physician reported that manual release of the stent graft was required and following deployment, the pt developed acute hypotension. Diagnostic studies initially revealed what looked like an extravasation from the distal right common iliac artery, below the lower portion of the stent graft. The bleeding from this area was controlled with the balloon while an extension was placed to cover the area of extravasation. The physician reported that good results were obtained. The pt then redeveloped hypotension and another study revealed probable extravasation from the aortic aneurysm. Bleeding was controlled with a balloon placed in the proximal abdominal aorta, after which deployment of the entire stent graft was quickly accomplished. A contrast study following deployment revealed no evidence for any type one or two endoleak. The pt remained hypotensive and continued back bleeding from lumbar vessels, which may have been extravasating through the ruptured aortic wall. For this reason, open abdominal exploration was performed, which did reveal a large tear in the proximal anterior and lateral aspect of the abdominal aorta. The physician stated that the duodenal tear was created by placement of retractors on the bowel, which had multiple adhesions. Because there was enteric spillage, repair was not possible with the prosthetic graft. The endovascularly placed stent graft was removed. The proximal aortic stump was over-sewn and both common iliac arteries were ligated. After good initial hemostasis, the pt then developed a coagulopathy. The pt began oozing from all raw surfaces within the abdomen and retroperineum. This could not be reversed with add'l blood products or add'l packed red blood cells. The abdomen was closed and the decision was made to observe the pt's progress after delivery of blood products to determine whether or not to proceed with axillary and bifemoral bypass. Despite add'l blood products, the pt's condition did not improve. The pt remained coagulopathic and continued to hemorrhage into drains. The pt's overall status deteriorated with worsening hypotension, despite vasopressor support. The physician discussed thoroughly the condition of the pt with the family and the decision was made not to proceed with axillary bifemoral bypass. The decision was made to back off on supportive measures, including the vasopressor support as well as add'l blood products. Afterward, the pt quickly deteriorated with severe hypotension. The pt then developed bradycardia, which progressed to an asystole and expired in the operating room. The physician stated that the tear was created in the abdominal aorta due to the anatomical configuration of the aorta and because of the multiple passages of the stent graft, which were required for adequate deployment. This led to severe hemorrhage and blood loss, which eventually caused coagulopathy and the pt's death. It was noted that the hospital had used the re-usable deployment handle in excess of the recommended usage and not followed the instructions for use. Thorough investigation showed that the hospital had purchased only two deployment handles and performed over 80 aneurx cases. The hospital was notified of these findings. The device history record review contains no info relevant to the complaint.